Manufacturer narrative:
This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. An agfa clinical analyst performed a retro-analysis and reported the findings to agfa's service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in pt reports. Specifically: the original sentence finding of "the posterior wall appears thin and akinetic" was changed to: "the basal posterior wall appears thin and akinetic". In this issue, the original sentence described a thin and akinetic posterior wall, which is general. However, the sentence was changed to indicate that the basal posterior wall specifically was thin and akinetic. This may be more specific than the original reading cardiologist intended. It is possible that the entire three regions of the posterior wall were thin and akinetic, and the changed sentence only reflects the basal segment. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that pt. As soon as agfa is made aware of any affected reports related to this specific finding, f/u mdrs will be submitted for each associated study date and respective medical record numbers (mrn) identified. There has been no reported pt harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat).